Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the blue fiber cable pigtail, tower common compute controller, and robot common compute controller to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the system faulted while idle during case setup as the customer was preparing to drape the arms. An error appeared on the patient side cart screen, while the vision side cart displayed different errors. The technical support engineer instructed the caller to perform a hard power cycle of the entire system and to reseat all blue fiber cables. However, the system faulted again upon restart with a new error displayed on the console. The customer decided to move the case to a different robot.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the blue fiber cable pigtail, tower common compute controller, and robot common compute controller to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The common compute controller (ccc) patient side cart (psc) was returned for failure analysis, and the reported issue was confirmed and replicated. In logs, error 31089 was found, indicating that the fault had occurred in the field. Four units (ccc vision side cart (vsc), ccc psc, and two cables) were returned at the same time. Upon visual inspection, no issues were found that would be related to the reported event. The ccc vsc and ccc psc were tested together. During testing, the ccc psc failed to connect to the system. Specifically, the ccc psc generated error 31089 when attempting to establish a connection with the vsc using a blue cable connected to the port, indicating a potential fault in the firefly fiber optic cable (ff3) on the ccc psc. Troubleshooting showed that the ccc psc board failed. The firefly optic cable on the ccc psc was replaced with a known-good cable following the ab procedure. After replacement, the ccc operated as expected. This fiber optic cable was returned for failure analysis due to a reported issue. Error 31089 was confirmed in the lighthouse system logs but could not be reproduced during testing. Visual inspection of the fiber optic cable found no defects related to the issue, aside from minor dust and external tape covering. Both fiber optic cables were tested together on an in-house golden system. The system was programmed and started without issue. Power cycling was performed up to 10 times, with successful startup each time. Optic light levels (monitored via localhost:3030) were within the expected range. The system was then left running in normal mode for two hours, during which no errors or abnormalities were observed. Based on these findings, failure analysis concluded that the root cause of the reported event was a faulty firefly optic cable (ff3) in the ccc psc.

Event description:
Refer to h11 for follow-up information.